Event description:
It was reported that a cot allegedly collapsed while transporting a patient. Allegedly, two emt's were injured. Both emts received prescription medicine, and were on leave for approximately three days each. There was no patient injury.